Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect free t4 reagent lot 61281ud00. Review of all the information provided by the customer was reviewed. Return testing was not performed as returns were not available. An increase in complaint activity has been observed for the lot and list number, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect free t4 reagent lot number 61281ud00.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The result provided were: on (B)(6)2024 sid (B)(6) ft4 initial=3.07 ng/dl /repeated=1.19 ng/dl and 1.04 ng/dl there was no reported impact to patient management.